Event description:
Customer reported via phone call that batteries continued to last on between 24 - 28 hours even after receiving new battery cap. Customer's blood glucose was 142 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with high idle current due to open traces on lcd driver. No unexpected off no power, low battery or failed battery test alarms noted during testing. No cosmetic damage noted.